Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. The technical log suggests the device was attached to a patient due to an in range patient impedance being measured, the device successfully delivered a shock. Multiple manual power ups of mainly of ten minutes duration were recorded between the (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would further suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.